Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this lead was not successfully implanted due to helix capsule fell off when the physician inserted the stylet outside the body. This lead was never in service. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis revealed that the allegation that the helix capsule fell off when the physician inserted the stylet outside of the body was not confirmed. Unintended use of error was based on the analysis finding of induced damage. Further, the observed damage is not deemed to indicate a product defect or malfunction.

Event description:
It was reported that this lead was not successfully implanted due to helix capsule fell off when the physician inserted the stylet outside the body. This lead was never in service. A new lead was implanted. No adverse patient effects were reported.